Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failure occurred. Main drawer 2.1 failed to stay closed; although the drawer was physically closed, it did not lock and could be manually pulled open without logging into the pyxis system. The customer attempted troubleshooting measures, including restarting the machine and verifying all cable connections; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 25-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was failed to stay closed and can be manually opened without logging into the station. A field service engineer removed the drawer and identified a damaged cable that was shorting against the metal rail, replaced the cable and tested the drawer using the unlock, open/close, and lock tests in the hardware test application. All tests were successful. The system functioned as intended after the field service engineer repaired the device.